Event description:
The issue occurred during inspection and cleared when the lamp was on.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source front panel lighting was reported to be flashing. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.